Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporter¿s complete facility name and address were not provided. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during anterior cruciate ligament reconstruction surgery, the intrafix device was deformed, and stuck in the screwdriver. Another device was used to complete the surgery. There was a five minute delay. There were no additional adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that some device's threads are worn out. Biological matter can be observed on the anchor. The overall complaint was confirmed as the observed condition of the intrafx advbr scw7x23 w/smshth would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unappropriated screw size; as per instructions for use, place the appropriate size screw onto the hex driver. Refer to table 1, implant sizing guideline. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non conformance regarding this lot.